Event description:
A malfunction alarm was reported during the pump's load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in loading a new cartridge correctly, allowing them to resume insulin therapy successfully.